Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced several kinked cannula events on (B)(6) 2025. The blood glucose level of the patient was over 500 mg/dl. The urine tested positive for ketones. Moreover, the infusion set was used for two to three days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.